Event description:
During a pta procedure in an hepatic vein which was 70% stenosed, the physician tried to approach to the lesion with the powerflex p3 balloon catheter over an .035" terumo guidewire. Resistance was encountered and the powerflex p3 balloon and guidewire had to be withdrawn together. The lesion was re-crossed with another guidewire (brand unk) and a new balloon catheter and the procedure was successfully completed. There was no reported pt injury. No additional info was made available.

Manufacturer narrative:
After accessing the lesion located in the hepatic vein with the guidewire the physician attempted to advance the balloon catheter over the guidewire. However, he felt large friction and had to withdraw the balloon catheter and the guidewire together. The vessel was described as having no calcification, moderate vessel tortuosity and a 70% stenosis. The procedure was completed with another guidewire and balloon catheter. There was no reported pt injury. As the actual involved product was not returned for analysis, the exact cause of the reported friction could not be determined. Review of the manufacturing route sheets revealed no complaint related anomalies. With the limited amount of info available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.